Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Leak testing was also performed and no leakage was found. A device history record review was performed and there were no issues found that could relate to the reported complaint. In the current manufacturing procedure, 100% leak testing and visual inspection after the assembly process is conducted. Thus, any defects would be detected prior to release from the manufacturing facility. It is possible that the leakage was caused by other devices that were connected with the complaint sample, although this could not be confirmed.

Event description:
Customer complaint alleges "there must be a leak in the filters because our ventilators would not pass the leak test with the inspiratory filter inline, but would pass without". (Continued) alleged issue reported detected during functional testing of the ventilator set up prior to a patient use. No patient injury or comp lication was reported.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "there must be a leak in the filters because our ventilators would not pass the leak test with the inspiratory filter inline, but would pass without". Alleged issue reported detected during functional testing of the ventilator set up prior to a patient use. No patient injury or complication was reported.